Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate blood collection tube there was under-fill or low draw of a tube with blood and no label or missing label information. The underfill event occurred 2 times. The missing information issues occurred 1 time. The following information was provided by the initial reporter. The customer stated the following two issues. (1) draw volume -underfill: during trial use of the tube, colored water was only drawn far below the light blue fill line. (2) missing fill line: the fill line was missing."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes d9: returned to manufacturer on: 2022-07-18. H.6. Investigation summary: bd received 3 tested samples and 1386 unused customer samples, 1 photo, and 2 pdf attachments were received in support of this complaint. Functional testing was performed on 20 customers and the issue of underfill was observed with 18 of the 20 samples. Additionally, 30 retention samples from the bd inventory were randomly pulled and inspected with 0 visible defects. Functional testing was performed on the 30 retention samples and the issue of underfill was not observed as all tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode of underfill with the testing performed on the customer samples that were received; however, the defect was not observed in the retention sample testing. Bd was unable to confirm the customer¿s indicated failure mode of missing fill line as this product does not require a fill line and the blue line that is present is applied after manufacturing. The exact cause for the customer¿s failure modes could not be determined. The device history records were reviewed. A quality notification was generated for low out of specification draws and, all affected product was captured and dispositioned per procedure. All process and final inspections complied with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate blood collection tube there was under-fill or low draw of a tube with blood and no label or missing label information. The underfill event occurred 2 times. The missing information issues occurred 1 time. The following information was provided by the initial reporter. The customer stated the following two issues. (1) draw volume -underfill: during trial use of the tube, colored water was only drawn far below the light blue fill line. (2) missing fill line: the fill line was missing."